Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, did not identify any anomalies or functional issues and battery was at normal range. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage and signs of rapid discharge were noted. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found approaching depletion levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.